Event description:
End user is reporting that the rivets have popped out on the seat. They cannot get them to go back in. Seat is sitting very low, the studs are getting caught in the front wheel. End user also reporting that the brakes lever is not holding the chair still when engaged.